Manufacturer narrative:
It was reported that a revision surgery was performed due to aseptic arthritis, and it was a poly exchange. The affected legion cr high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure is previously identified in the possible adverse events. Possible causes could include but not limited to patient reaction or post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened

Event description:
It was reported that a revision surgery was performed due to aseptic arthritis, and it was a poly exchange.